Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated. Qc investigation on 10/31/2017 resulted in another defect found; returned test strips produce low readings and the event was determined to be reportable. Reported defect not reproduced with returned meter and test strip. The most likely root cause is due to original blood pool variation. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2017. Adverse event not reported at time of call on (B)(6) 2017.